Manufacturer narrative:
The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred. There is a relationship of the device to the reported issue. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.

Event description:
The customer reported that the oxygen flow is too low.no patient involvement / harm.